Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after multiple cuttings at 20 psi and 40 psi, the flexi-cut balloon ruptured at 50psi. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Result and conclusions summation: product performance engineering determined that balloon ruptures may occur due to, but are not limited to, mfg, materials, mechanical damage, pt anatomy, lesion morphology, over inflation, preparation technique, and/or device handling. The pt's anatomy was described as 90% stenosed, and the lesion mildly calcified, which can contribute to balloon damage. Additionally, the device was able to be prepped for use and successfully performed several cuts prior to the rupture. However, without the device to examine, no determination can be made as to the root cause of the reported balloon rupture.